Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Visual inspection: grommet damage was noted. A rounded setscrew was noted, and there was foreign material in the setscrew.

Event description:
It was reported that during implant attempt, after connecting the lead to the ipg atrial pacing was stopped but ventricular pacing was 50-60 bpm. The device was not implanted. No patient complications have been reported as a result of this event.